Event description:
It was further reported that the difficulties were encountered during the procedure, corrected from the originally reported platforming. The knob "returned a little automatically" when the knob was turned to max. There was no speed difference when the knob returned. The lesion being treated was located in the left main, and the procedure was completed with this device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This is a report of a homechoice patient (hp) who stated that he was diagnosed with peritonitis at the beginning of (B)(6) 2010. The hp was on antibiotics for the peritonitis, taken with 1000ml of solution intraperitoneally and left in for 6.5 hours. The peritonitis has since resolved. Due to the peritonitis, the patient stated his blood sugar and blood pressure have not been right, but now he is getting back on the right track. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This is number 4 of 4 complaints submitted for the report of peritonitis. As the date of onset of this peritonitis episode is unknown. The sample was not requested.